Event description:
The following has been reported: biomed reported: "cassette misloaded error. No patient harm. 04/29/2026- biomed reported: tubing sets were successfully used with a different pump. Biomed are now receiving upstream occlusion alarms when no occlusions are present, and this was confirmed using two different tubing sets. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.